Event description:
It was reported that failure to recapture the distal filter occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection system (cps) was used. The sentinel cps was loaded onto a thruway 0.014 guidewire. Severe resistance was encountered during the operation of the guidewire. The sentinel cps was advanced into position, the proximal filter was deployed in the brachiocephalic artery, and the sentinel cps cannulated the left common carotid artery. Resistance advancing the distal filter slider occurred and the distal filter was difficult to deploy. The distal filter was unable to be fully recaptured and the sentinel cps was removed from the patient with the distal filter in a partially open position. The procedure was completed with a new sentinel cps. No patient complications were reported.